Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2016. The reporter stated the customer experienced a high fever, large ketones, elevated blood glucose, nausea, vomiting, dehydration and labored breathing. The customer's blood glucose was determined to be over 250 mg/dl at the time of incident. The customer was treated with an IV of fluids. Customer was released from the hospital on (B)(6) 2016. The insulin pump will not be returned for analysis.